Manufacturer narrative:
(B)(4). Other device used: catalog #unk, unknown femoral head, lot #unk; catalog #unk, unknown 49mm shell, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to polyethylene wear and osteolysis.

Manufacturer narrative:
Since no product or pictures of product were returned, the condition of the devices are unknown. These devices are used for treatment a review of the revision operative notes found that the patient had developed acetabular wear of the polyethylene with large osteolytic lesion in the superior acetabular area. It was reported that there was loosening of the polyethylene liner from the acetabular shell and that once the liner and screws were removed, there was no gross loosening of the shell. It was also reported that there was no sign of loosening of the femoral component. A definitive root cause cannot be determined with the information provided.